Manufacturer narrative:
The last calibration performed on (B)(6)2023 was acceptable with no alarms. Quality control recovery is acceptable. There is no indication for a performance issue of the reagent or instrument. Upon review of the alarm trace, multiple sample foam detection and abnormal aspiration alarms were noted on the date of the event. These are indicators for possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a pre-analytical sample handling issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t assay on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 30.7 ng/ml. The result was reported outside of the laboratory and questioned. The sample was repeated, resulting in a troponin t value of <6 ng/ml, accompanied by a data flag. This result was deemed correct. The troponin t reagent lot was 63981101 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The field service engineer checked the fluidics and performed mechanical adjustments. The customer ran quality controls with acceptable results and performed precision testing. The investigation is ongoing.